Event description:
Voluntary medwatch received states that the patient informed that the representative stated only the pacemaker function on the ICD works because some of the leads stopped working. No patient symptoms or intervention was reported.